Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. An internal review of the case found that of the initial MDR submission, the statement "the probable cause of the failure is an operator error during the packaging process. It could not be conclusively determined when the cause of the failure occurred" was not correct. Engineering evaluated the returned device and on 08/31/2017 found that the damage did not likely occur during the manufacturing process as evidenced by the stretching that was observed at the separation site. This type of damage indicates a "pull" versus an "impact" force to the catheter tip which is consistent with removing the device from the hoop versus loading the device into the hoop. Additionally, the in-process image test conducted during manufacturing passed. The returned device was image tested and failed. This indicates that the tip damage did not likely occur during the manufacturing process but sometime after. Per qc final inspection process instruction, the devices are visually and microscopically inspected for any damage prior to packaging. A failure to pass any inspection/test during this process would constitute a rejection of the device and the device would be scrapped. The device passed all final inspection evaluations. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. The customer stated that the device was inspected, upon removal from the packaging, that the tip was missing. Strain, impact, and forces associated with handling may affect the integrity of the device. It is possible the damage to the device occurred sometime after the manufacturing process and prior to use. The probable cause of the failure is handling-device damaged during transit/initial unpackaging. Consequently, the results code and conclusion code provided of the initial MDR are also incorrect and have been amended in the related section of this supplemental report. (B)(4).

Event description:
This event is being reported to correct initial report errors in (description) and (results code and conclusion code).

Manufacturer narrative:
(B)(4). Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. Implant date: no tests/laboratory data was available. Explant date: no information was available. Implant and explant dates: the implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during prep for a peripheral procedure when the catheter was taken out of the package the user found that the distal tip was separated and the distal part was missing. Another device of same type and manufacture was used to successfully complete the procedure. There was no patient injury and no adverse event. Patient was discharged as expected. The device was returned and evaluated in accordance with manufacturer's policy. The device was visually and microscopically inspected. The microcables were misaligned with the traces, approximately 8.5 mm of the floppy tip was broken off and missing 3.5 mm distal to the scanner. There was stretching at the separation site at the distal end of the polyimide. The probable cause of the failure is an operator error during the packaging process. It could not be conclusively determined when the cause of the failure occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution.